Event description:
It was reported that the prostiva handpiece needles failed to retract into the cartridge. The procedure was completed with a new handpiece. There were no pt injuries.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).